Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported having high blood glucose of 449mg/dl. The customer stated that she treated with 15.0 units and her glucose level did not drop. The customer stated that she did not feel well to troubleshoot the insulin pump. Hours later, the customer called back and stated that her blood glucose continued being high. Advised the customer to call her doctor to make adjustments on her device. The customer stated that she treated with a manual injection and her glucose level came down. The customer changed the infusion set and her blood glucose still was high. A day later, the customer called back again and stated that she gave insulin manually, but her glucose level still is elevated. The customer stated that she will go to the emergency room. No further information was provided.